Event description:
The user received questionable calcium results from the d module for 8 patient samples over a week and a half. Data was only provided for one patient sample, but the user stated seven other patient samples differed by 0.7-0.8 mg/dl. For the one patient sample provided, the initial calcium result was 11.0 mg/dl and was reported outside the laboratory. The repeat results from the p module analyzer were 9.8, 10.0 and 10.3 mg/dl. The calcium result for the patient was corrected. The patient was not adversely affected. On (B)(6) 2010, the user received questionable magnesium results for 46 patient samples which were reported outside the laboratory and had to be corrected. The user did not think any patients were affected as the repeat results were only 0.5-0.6 mg/dl different. Data was only provided for three patient samples. Patient sample 1 initial magnesium result was 0.8 mg/dl and repeat result from the same module was 1.1 mg/dl. The repeat result from the p module was 1.3 mg/dl with a data flag. Patient sample 2 initial magnesium result was 0.9 mg/dl and repeat result from the same module was 1.0 mg/dl. The repeat result from the p module was 1.6 mg/dl. Patient sample 3 initial magnesium result was 0.9 mg/dl and repeat result from the same module was 1.4 mg/dl. The repeat result from the p module was 1.7 mg/dl. The calcium reagent lot number was not provided. The magnesium reagent lot numbers were 62161801 and 62503401. The field service representative determined the cause was defective multi switch valve plates and replaced them. To verify the analyzer operation, he ran mechanism checks with acceptable results. The user ran calibration and quality control which were successful.